Event description:
Additonal information as follows: it was reported that during servicing, the 840 ventilator did not pass the short self test (sst). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Section b5 updated due to additional information received that the device emitted smoke was incorrectly reported on this ventilator. Section h6 patient code, device code, and health impact code updated due to the additional information received. Additional information received shows that there is no information to reasonably suggest that the device in this report may have cau sed/contributed or is likely to cause/contribute to a death or serious. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the 840 ventilator emitted smoke when plugged. There was no reported patient involvement.

Manufacturer narrative:
H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.